Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presume that the facility staff was less trained in device handling and/or reprocessing according to IFU (instruction for use). IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Ess (endoscopy support specialist) provided manual cleaning in-service , provided cds ( clean disinfect sterilize) in-service. Ess covered infection control information referenced in the user manual and reprocessing manual. In addition, ess reviewed to the staff what was needing for the missing steps and provided training of disinfection procedures. Ess also provided the staff the needed accessories and established correct flow. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
As reported, during ess (endoscopy support specialists) facility site reprocessing in-service visit, it was observed that the customer was not properly leak testing scopes, and was not fully submerging scopes in hld (high level disinfection) and reusing enzymatic cleaner. There was no patient involvement on this reported event. There was no user harm or injury reported.